Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign body near forceps stand (wire). Customer returned the device to olympus without completing reprocessing. The event can be detected/prevented by following the instructions for use which state: as a result of confirming contents of instruction manual at the time of shipment of the product, there are following descriptions about reprocessing: chapter 6 application and conditions for cleaning, disinfection, sterilization procedure. Chapter 7 cleaning, disinfection, sterilization procedure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found additional reportable findings are as follows: foreign object on the tip groove or gap, and insufficient reprocessing or improper scope used for next inspection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited the forceps elevator had foreign material. There were no reports of patient involvement.